Event description:
Additional information revealed that the patient had effective therapy postoperatively.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device entered the service application state the date on implant on (B)(6) 2019. This condition is consistent with the presence of electromagnetic interference (emi). The source of the emi was not ascertained. There are precautions in the clinicians manual regarding proper handling of the device concerning electromagnetic interference (emi). The rep stated that no electrocautery was used after they connected to the ipg and the ipg was placed in the pocket and the patient's incision was closed. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following the stage 2 implant procedure on (B)(6) 2019, the ipg was unable to connect with external devices. It was confirmed that the ipg was not placed in surgery mode prior to surgery. After analyzing the cp logs, it was confirmed that the device was in service app mode and could not be recovered. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced.